Event description:
It was reported that the device was found in bvvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup bvvi was confirmed and was due to power-on reset. The device was evaluated by automated electrical test system. The cause of the reset that occurred in the field is believed to be due to a component failure on the hybrid.